Event description:
It was reported that the right ventricular (rv) lead had poor sensing and high capture threshold. During the procedure to remove the rv lead, the right atrial (ra) lead dislodged. Both leads were removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had poor sensing and high capture threshold. During the procedure to remove the rv lead, the right atrial (ra) lead dislodged. Both leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.